Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown surgery the surgeon was using a covidien ft10 electrosurgical generator unit (esu) serial # (B) (4) and a megadyne bovie needle tip-lot #183471 and encountered a spark and a small flame in the operating room. Staff removed the tip and replaced it with a regular megadyne bovie tip- lot# 180191 and again encountered sparks and a small flame. Staff removed the esu unit and no additional sparks or flame occurred. The initial unit was set at thirty cut and thirty coag when the spark occurred. Then, the unit was turned down to twenty cut and twenty coag with the same result. It is unknown if another like device was used to complete the procedure. There were no patient consequences.